Manufacturer narrative:
The cause of the damage could not be verified since there were no circumstances provided on how the equipment was damaged. According to the analysis conducted under the manufacturer analysis, the external excessive force, must first compromise the integrity of the safety side prior to breaking it. According to citadel plus instructions for use (IFU, 831.374 rev. 11): ¿to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position. To avoid equipment failure or damage, do not use the rails to move the bed.¿ IFU also includes information: the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. To sum up, the bed frame was damaged, therefore the arjo device did not meet specifications. The bed was not in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to the side rail panel detachment from the bed.

Event description:
It was reported that the right body safety side rail of the citadel plus bed frame was damaged - completely detached from the mounting plate, all screws were ripped off. There was no indication of patient involvement, no injury was claimed.